Event description:
It was reported that the inflatable penile prosthesis was exhibiting mechanical issues which precluded device use. Physical examination, as well as magnetic resonance imaging, confirmed a device issue. The patient is dissatisfied because he can not have sexual intercourse. A revision surgery has not been scheduled yet. No patient complications were reported.